Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 : detailed inquiry description: end user reports several incidents where the arterial line broke apart between arterial pod and pre blood pump segment. No patient involvement.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer for further evaluation. Based on the evaluation results, a photograph of tubing was provided, fourteen unopened tubing set samples, and an arterial line were returned for product evaluation. Visual inspection of the photographs and returned arterial line confirmed the reported issue of breaks as the arterial line was broken where the pump segment connects to the pod. The unopened product showed no signs of this break. The issue of no flow was not confirmed. Although the reported defect was confirmed, the manufacturer was unable to determine a root cause of the reported defect. A search of the complaint database for this blood tubing set lot number shows no additional complaints of a similar nature as of complaint closure. Additionally, a review of manufacturing records for sl-2000m2095d lot 01255036 was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.